Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01066, related manufacturer reference number: 3006705815-2021-01067, related manufacturer reference number: 3006705815-2021-01068, related manufacturer reference number :1627487-2021-01920. It was reported that patient experienced infection at the lead site. The infection had also spread to the ipg pocket. Patient was treated with oral antibiotics to no avail. As a result, surgical intervention was undertaken wherein the entire system was explanted.